Event description:
It was reported that a catheter issue occurred resulting in an aborted procedure. The opticross hd imaging catheter was used for intravascular ultrasound examination of the target lesion. During the procedure, a lost image occurred during pullback. The procedure was not completed due to this event and was rescheduled. No patient injury was reported.